Event description:
It was reported that the patient underwent a revision surgery due to the pump of his inflatable penile prosthesis (ipp) migrated high in his scrotum, causing patient's discomfort. There were no any issues with the device or pump. The pump was replaced for a new one. No patient complication were reported in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.